Manufacturer narrative:
H2: please see section a for patient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The logs were reviewed and identified only one session on the date of the incident. In that session, the user performed a spinal fusion procedure using o-arm-based registration (fluoro3dreg). The session included three imaging system acquisitions: after the first scan, the user proceeded to navigation and then navigated back to image acquisition for a second scan; following the second scan, navigation was resumed, and a third imaging system scan was subsequently performed before final navigation. This workflow pattern¿involving multiple scans interspersed with back-navigation¿suggests repeated imaging system registrations performed at different points during the procedure. A review of the archive confirmed the presence of three imaging system exams, each comprising 192 slices with a slice thickness and slice spacing of 0.83 mm. No evidence within the logs explained the reported inaccuracy, and based on the available information, the root cause cannot be determined, suspecting frame movement. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The sy stem performed as intended. Codes b01, c19 and d14 are applicable to this analysis. H2: please see section b5 for additional information. H2: please see the additional codes section for updated annex f codes for the procedure delay and additional imaging system used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the inaccuracy was observed after the spine 10 mm superior no lateral shift. Checked on the spinus process with pointer, no screws were placed. A second imaging system was brought in and the spin was then accurate. There was a 30 min delay to the case and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the "scan was way off". No additional information was provided. Delay information was not provided. It was unknown if there was an impact to the patient.